Event description:
It was reported that pump experienced a malfunction alarms identified as malfunction 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.